Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: d334drg ICD, implanted 2012-(B)(6). (B)(4)

Event description:
It was reported that the patient presented to the emergency department complaining of a racing heart. An interrogation showed the right ventricular (rv) lead with low sensing value. The lead remains in use. No patient complications have been reported as a result of this event.